Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at a third party service center, a failure related to the sensor board was observed. The device's sensor board was replaced to address the issue.